Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow block alarm. The customer reported a blood glucose value of 14.5 mmol/l. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed for the insulin flow block alarm and the customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was partially performed for hyperglycemia, and it was unknown whether the insulin pump was utilized within 48 hours of the event. Also, it was unknown whether the auto mode feature was active or not.. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1885 was requested, and customer's response was the device will be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, dat and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. No delivery anomaly noted during testing. Successfully downloaded history files and traces using thump software. However, no delivery alarm/insulin flow blocked alarm was recorded in the pump history on 04/15/2025 07:44:35.000 during bolus delivery. The pump was cut open and traces of moisture on pcba1 noted during visual inspection. The pump was received with minor scratches on lcd window, scratched case, missing display window cover, cracked case (battery tube) and battery tube threads cracked. On 04/15/2025 06:09:31.000 normal bolus delivered, normal bolus amount programmed: 2250 (0.225 u) bolus amount delivered: 2250 (0.225 u). In summary, the pump passed functional testing. No delivery alarm/occlusion alarm not confirmed. Expose to moisture on pcba1 noted during visual inspection. Unable to verify for possible under delivery causing high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.